Manufacturer narrative:
The hakim valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - lot number 4113077, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve was implanted in a patient via a lumbar peritoneal shunt on an unknown date with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702jj-). Reportedly, ¿the ventricles tended to expand.¿ the patient was taken to the operating room on (B)(6) 2021 to replace the valve and catheter due to invariable set pressure and shunt failure. The patient is in the follow up.